Manufacturer narrative:
Insulin pump failed displacement test followed by a motor error alarm during rewind, due to motor encoder signal out of phase. Insulin pump received with cracked case at display window corners and minor scratches on window.

Event description:
It was reported that the customer had a motor error alarm on insulin pump. The cusotmer's blood glucose level was 152 mg/dl. The patient stated that the insulin pump was expose to magnetic field. The customer was advised to diconnect to insulin pump and remove the battery to prevent continued alarms. The patient was advised to discontinue the use of th insulin pump and revert to backup plan. The customer was advised that the insulin pump need to be replaced. No further information was added.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.